Event description:
As reported by the edwards clinical specialist, during deployment of the sapien valve the balloon of the delivery system ruptured. Upon removal of delivery system, the tip of the catheter separated from the device and had to be snared. The tip was removed through the sheath. The patient left the operating room in stable condition. Additional investigation revealed the following: the sapien valve was fully deployed and did not require post dilation or any other intervention due to the balloon rupture. The tip of the delivery system nosecone and the distal tip of the balloon both separated and were removed through the sheath. The native aortic valve was severely calcified.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The delivery system was returned in a used condition. The distal balloon portion of the delivery system was returned separated from the rest of the delivery system and the guide wire lumen was significantly stretched out. The visual inspection of the returned device revealed a radial tear within the working length of the balloon. The returned balloon component was observed to have severe creases along the length of the balloon. Visual inspection along the balloon tear line did not reveal any surface defects such as scratches, fish eyes, or gel spots. The balloon separated into two pieces transversally at the very distal end of the balloon working length. Given the condition of the guidewire lumen, the balloon component likely tore into two pieces due to the high forces used when attempting to retrieve the device. There were no indications that the balloon itself was stretched. A dimensional analysis revealed that all of the double wall thickness measurements did not meet manufacturing specification. These high values are most likely due to the severe creases on the balloon wall creating an extra thickness on the balloon surface. It is unlikely that these measurement results would correlate with impaired balloon resistance to burst. In addition, balloon wall thickness is 100% inspected at the component level during the manufacturing process. A DHR reviewed did not reveal any issues that could have contributed to this complaint. Pv balloon burst samples from the delivery system work orders and balloon component work orders passed balloon burst testing. A review of the complaint database revealed similar complaints of balloon bursts. Of those complaints with returned samples, all of the returned devices were concluded through engineering evaluation to have no manufacturing non-conformances. Of note, in all of the other complaints the balloons burst longitudinally, not radially as in this complaint. The balloon component is 100% visually inspected for defects, burst pressure tested on a sampling plan, and 100% dimensional inspected during manufacturing.. Based on the DHR review, there is no evidence suggesting the balloons from the affected work order exhibited low burst pressure. This makes it highly unlikely that a damaged or out of specification balloon component is the root cause of this complaint. In addition, on the manufacturing floor the balloon is inflated to ensure proper size and inspected for mechanical damage, and the device is leak tested after the balloon is pleated and folded. This also makes it highly unlikely that a pre-existing pin hole on the balloon could have caused a rupture. Historical balloon rupture complaints have been analyzed and summarized in a technical summary "the risk of a balloon burst in a calcified aortic annulus¿, which states that deployment balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus via open cell impingement and stress concentration. Therefore, it is possible that the rupture was caused by puncture from a calcium deposit as it was reported that the native aortic valve was severely calcified, with a bulky distribution of calcium. The complaint was confirmed, but no manufacturing non-conformities could be found in the returned sample. Available information suggests that patient factors (patient annular calcification) may have contributed to the event no labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate did not exceed control limits for the month of (B)(4) 2012 for this failure mode. Therefore, no further corrective or preventive action is required.